Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system that exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) was contacted and asked to review data with regard to this system. After looking at the different impedance trends for the competitor right atrial (ra) lead, and the boston scientific right ventricular (rv) lead ((B)(4)), they all showed an increase in their respective values. The fact that the impedance of each lead showed the same behavior is usually indicative of a change in the patient's condition or physiology, and does not warrant the suspicion of a lead or device issue. However, to narrow the root cause, ts recommended performing electrical tests. No adverse patient effects were reported. Later, boston scientific technical services (ts) was requested to review the recent shock impedance measurements. The data showed that the trend data for all leads showed similar behavior. The intrinsic amplitudes and pacing impedance for all chambers started to increase around mid-july, and then decrease around mid-august. It is suspected that these values will stabilize over time. As the peak was observed for all chambers, it is suspected that patient condition was the likely cause for the changes. No out of range values have been recorded since (B)(6) 2012. No further information is available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.